Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a male patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The event occurred during use of biosense webster products, during ablation. The patient¿s condition has improved. There was no report of steam pop. There was no report of extended hospitalization. The physician did not provide their causality opinion. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable.

Manufacturer narrative:
On 1/7/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a male patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The event occurred during use of biosense webster products, during ablation. The patient¿s condition has improved. There was no report of steam pop. There was no report of extended hospitalization. The physician did not provide their causality opinion. Device evaluation details: the device was visually inspected, and no physical damage was found. A deflection test was performed, and the curve deflect correctly, then an electrical test was performed and no issue was found. After that the device was connected to the carto and no errors were displayed. Additionally the device was tested for generator stockert compatibility and it passed; the temperature was displayed properly on the generator. After that an irrigation test was performed, and the test passed, finally a patency test was performed and it passed. A manufacturing record evaluation was performed for the finished device 30427199m number, and no internal action related to the complaint was found during the review. The device passed all specifications. The root cause of the adverse event remains unknown. The physician did not provide their causality opinion. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).